Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection of vancomycin 2 grams for five days (route and frequency not reported), injection of fortum 1 gram once a day (route and duration not reported) and injection of heparin (dose, frequency, duration and route not reported) for peritonitis. At the time of this report, the patient outcome of this event was unknown. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported the death occurred approximately ¿seven days back¿ from receipt of this report. It was reported that a patient passed away coincident with peritoneal dialysis therapy. It was reported the patient experienced cardiac arrest. On the same day, the patient passed away. The cause of death was reported as cardiac arrest. It was not reported if the patient was hospitalized prior to death. Treatment for the event was not reported. It was not reported if an autopsy was performed. It was not reported it the patient recovered from the previously reported peritonitis event. Dianeal therapy was ongoing until the time of death. Should additional relevant information become available, a supplemental report will be submitted.